Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and without a device to analyze, a conclusive cause for the unintended clip movement associated with clip opening while locked could not be determined. The reported migration (partial clip movement) however, was a result of the clip opening while locked. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation, as the clip remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the partial clip movement and clip opening slightly. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). Upon deployment of the first mitraclip, the clip settled to about 40 to 50 degrees open, more than the physician thought it should settle. The leaflets were still stable and secure, but they were not as secure as they were prior to deployment. The anterior leaflet was only half way in the clip. The physician was not concerned about the leaflets coming out of the clip. A second mitraclip was implanted and the procedure was completed with mr grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.